Event description:
The 8 fr. Balloon did not unwrap and had to be manually inflated. The iab was not returned to datascope for evaluation. The iab was used. Event complications: none from the event - reported 09/29/1998. Pt's current status: unk - reported 09/29/1998.